Manufacturer narrative:
On 14-feb-2017 resoyrce optimization and innovation was notified through customer service of a complaint logged by (B)(6) regarding gauze leaving strings on the surgical site. After contacting customer service to further investigate the customer stated that the surgeon noticed strings on the surgical site when the surgeon utilized the gauze to wipe the surgical site. We quickly washed the area off but stated if the strings were left inside the surgical site it would start an infection. The reported gauze is a component utilized by roi in the manufacture of custom surgical pack %800401002, lap pack lot3038779b.

Event description:
X-ray gauze left strings on the surgical site when the surgeon utilized the gauze to wipe the surgical site. Kit lawson #800401002, lap pack lot #038779b.